Event description:
Customer reported paramedics were called to assist with their low blood glucose. Customer also reported that their infusion set was inserted during the manual prime and they primed 70u of insulin into their body. Explained the importance of disconnecting during rewind/prime.